Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Patient called in stating she believes she is having adverse effects due to the implanted device. Patient stated that she had 6 blood clots prior to the device implant. One blood clot resulted in a pulmonary embolism and she was advised that if she did not have this device implanted, the next blood clot could be fatal. Patient stated she has experienced consistent weight loss since the procedure (83 lbs.), frequent trips to the bathroom directly after eating, leg giving out causing intermittent falls, and chest pains. The patient stated she does have heart disease and is unsure if the chest pains are a result of the filter or heart disease.

Manufacturer narrative:
Evaluation: no additional information regarding the event has been provided. Since no imaging is provided it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning chest pains, weight loss etc. Reported more than 9 years after filter implant. Also, it is unknown, if the filter performance was related to any of these symptoms. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The device is not available for evaluation; as a result a root cause is inconclusive. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.